Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the patient was being treated for a planned treatment of general surgery, which was completed with a delay by restarting the system and deleting older examinations from disk memory to make enough space for the on-going procedure. A philips remote service engineer (rse) connected remotely with the customer and evaluated the system. The analysis of the system log file indicated no errors or malfunctions that indicated an issue with the wired footswitch and no indications of the issue were found during the remote inspection. A philips field service engineer (fse) went onsite and performed several tests, but no significant errors were found. The system was performing as intended and returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Troubleshooting found no issue with the wired footswitch and the reported problem could not be reproduced. The system was confirmed to be operating per specifications and the fse deemed that the system was in use in good working order. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's footswitch was not working which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.